Event description:
The patient reported tubing detachment on (B)(6) 2026 at the abdominal insertion site during the first day of use. Blood glucose was elevated at 13 mmol/l and managed with insulin pens.

Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge, state: california. Zip code: 91325-1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.